Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a potential malfunction which may have resulted in high agent output. There was no report of patient injury.

Manufacturer narrative:
Block a: customer contact reports no patient information is available. Block h4: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Block h6 added. The customer declined ge service. No repair information available. H3 other text : block a: customer contact reports no patient information is available. Block h4: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Block h6 added. The customer declined ge service. No repair information available.